Event description:
It was reported that the procedure was to treat a diagonal artery. A non-abbott guide wire was placed at the lesion without issue. A xience skypoint stent was deployed in the diagonal without issue. During removal of the non-abbott guide wire, resistance was met with the previously implanted stent. The physician attempted to pull more aggressively and it was then noted that the stent implant became compressed and came off the target lesion. The stent implant remained in the femoral artery. The next day, the patient had a cut-down to retrieve the stent implant. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. The UDI is unknown because the part number and lot number was not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it is likely that during the removal of the guide wire there was interaction with the implanted skypoint stent, as resistance was noted, resulting in the reported stent material deformation and device damaged by another device. The patient underwent a cut-down procedure to retrieve the damaged stent implant. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.